Event description:
Terumo medical corporation received the reported information. Deployment of the angio-seal was unsuccessful, and the device could not advance through the sheath. After removing the guidewire, the device did not advance properly into the modified sheath to expose the anchor within the artery. When the device did not advance, the interventional cardiologist attempted to withdraw the device from the sheath; however, it was also unsuccessful. Subsequently, the sheath was removed, and manual compression was performed to achieve hemostasis. Upon inspection, the tip of the modified sheath appeared compressed, and part of the collagen was visible at the sheath tip. The cardiologist noted that despite the unsuccessful advancement of the closure device, blood continued to flow through the sheath. There was no reported impact of event on patient, death, permanent injury to body function, permanent injury to body structure or intervention to prevent permanent injury. There was no life-threatening injury involving the device. The procedure was completed successfully. There was no effect on the patient condition on the event and outcomes.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: unknown. E3: occupation: unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).